Event description:
It was reported that the patient had elevated impedances on all contacts on both leads. The patient was in clinic for initial dbs turn on. Dbs was turned on at low levels, some impedance values improved. The patient was seen by neurosurgery the next day and reported feeling chest palpitations. Husband used the patient programmer to turn dbs off that evening but palpitations did not resolve. Circumstances that may have led to the issue were unknown. The issue was not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The caller reviewed that the patient is an epilepsy patient, the patient had the system turned on and at that time the impedances were elevated, they had the yellow indicators with values >2000ohms, the caller did not have the specific values. The hcp turned stim on and some impedance values dropped into the normal range. The patient was seen by neurosurgery the next day, the patient felt like they had heart palpitations. After they left the appointment with the surgeon the patient turned stim off, but the heart palpitations continued. The patient thinks that the palpitations were initiated by the stimulation activation. The patient's neurologist has directed the patient to follow-up with a cardiologist.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative, that was confirmed by the healthcare provider. There wer e no further actions/intervention taken to resolve the elevated impedances. The cause was not determined and the issue was not resolved.